Event description:
It was reported that the patient developed complications from bleeding while in the recovery room following a system implant. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted. Investigation was unable to determine what caused the bleeding.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.